Manufacturer narrative:
The customer contacted a siemens customer care center. After the patient sample was run, the customer ran quality controls, which were out of range. The customer found integrated multi-sensor technology (imt) probe pressure transducer charge probe diluent failure and charge probe imt diluent excessive noise errors on the day discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the imt diluent metering syringe was leaking air into the system. The cse replaced the syringe motor, diluent valve, 3-way solenoid valve, and positive displacement pump. The cse ran probe test and quality controls without any issue. The cse also ran diluent carryover study and electrolytes precision runs without problem. The cause of the discordant, falsely elevated na result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower and matching the patient's history. The corrected result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na result.

Manufacturer narrative:
The initial MDR 2517506-2018-00001 was filed on 04-jan-2018. Additional information (31-jan-2018): a siemens headquarters support center specialist reviewed the instrument data, which was indicative of fluid flow problem or an obstruction in the integrated multi-sensor technology system causing imprecise measurements. The siemens customer service engineer's observations and resolution indicates that there was a maintenance need at the time of the event occurrence. The issue was resolved with a service visit.